Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that safety disk and pneumatic interface module needed replacement. Customer gave up the repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : no repair information.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in site address : no. (B)(6) economic and technological development zone a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was bleeding and the patient was replaced with another device. The customer reported that the patient was not harmed.

Manufacturer narrative:
Corrected data: b5 updated data: b4, e1 (initial reporter),e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had blood flow into the equipment and the patient was replaced with another device. The customer reported that the patient was not harmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a